Event description:
Pt reported access port was explanted and replaced due to break in port tubing and associated abdominal pain. This report could not be verified by the physician. Inamed's approach to compliance is to resolve all doubt in favor of reporting.